Event description:
It was reported that approximately one month after bilateral implantation of a at50ao intraocular lens the patient reported dissatisfaction with her uncorrected visual acuity. Her best corrected distance vision was 20/30 (ou) and near vision was 20/20 (ou). The doctor attributed the patient's symptoms to lens vaulting and performed yag approximately one month post implant to address the vaulting. The patient was prescribed distance and reading glasses. This report is for the patient's left eye. Reference MDR #2031924-2012-00100 for the right eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.